Manufacturer narrative:
This report is submitted on december 03, 2021.

Event description:
Per the clinic, the patient experienced swelling around magnet site and subsequently was treated with oral antibiotics (specific date and duration not reported) and steroid (type, specific date and duration not reported). The implanted device remains.